Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd 2015-08-22, UDI# (B)(4). Conclusion codes are for the and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-dec-2019 from (B)(6) therapeutics who reported that the patient¿s withdrawal issues were felt to be related to kinking of the tubing and not medication related. No further complications were reported/anticipated. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2019-nov-21. The rep reported the physician was requesting the pump off password to permanently shut down the patient's pump. The permanent shutdown password was provided. It was reported the physician planned to shut the pump down because they implanted a new pump on the day of the report, 2019-nov-21, and left the existing pump in the patient's body for the time being. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that there were issues with the patient¿s pump. It was not functional, but the patient¿s family preferred to do diagnostic testing at a later date, and they did not want to put the patient through major surgery with the patient¿s health condition. On (B)(6) 2019 the patient went through withdrawal; was treated in the ICU (intensive care unit) with ¿lots of benzos¿; and was now on high doses of oral baclofen. The event logs were normal; there were no reservoir volume discrepancies; and they didn¿t see any occlusion. The patient had been on a higher dose of intrathecal baclofen, but they had already programmed it down to 499 mcg/day and now they wanted to decrease it down to minimum rate of 12 mcg/day. The hcp was assisted with programming the pump to minimum rate. No further complications have been reported as a result of this event.